Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04486). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented in the hospital with device at eri and intermittent ventricular capture. While interrogating the device, it had gone into back-up vvi mode. Previous device check, device had an estimated longevity of one year. Device was explanted and replaced. Patient is fine.